Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced an accidental injury that caused a sudden loss of stimulation. A failure of the lead electrodes was noted. The pt's implantable neurostimulator, lead, and extensions were removed and replaced. The pt resolved without sequelae.